Event description:
The renoir screw tulip separated from the screw body during the final tightening phase in a cervical-thoracic long construct. Screws on the cervical region was tightened last. No pre or post-op x-rays were provided. No information on patient anatomy was provided to draw any conclusions on the carpentry and appropriate construct matching to the desired target anatomical curvature. Surgery was completed, while leaving one screw unattached to the construct. Cause not fully established. No harm or injury to patient was reported. Speculative root cause analysis: this is a long construct from (8 vertebral bodies connected). Failure occurred at t1, which is considered a transition zone from lordosis to kyphosis. Precise matching of the curve between the bone sagittal alignment and surgeon sculpted rod is unknown without further information from the complainer. Transition rods from 3.5 to 5.5, where the transition zone is less elastic than small diameter end. We don't have sequence in which the set screw were tightened; the last set screw sees the most potential energy from the rod and sagittal curvature mismatch. Stored potential energy, mismatch, rigid transition zone, implant size selections, surgical technique, etc, in either combination could have been a variable. Nonetheless, cause is indeterminate.